Manufacturer narrative:
This supplemental report is being submitted to provide corrected data. Please see updates fields: g4.

Event description:
Abbott diagnostics scarborough, inc. Received medwatch mw5103272 which informs the consumer received a false negative result while using the binaxnow covid-19 antigen self test on (B)(6) 2021. Pcr confirmation testing was performed on the same day and generated positive results. Per the customer, additional unspecified testing was performed on "day 5 of illness" and generated a negative result. Per the consumer, they were previously vaccinated and they were inquiring if this could affect their result. No additional information is available.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test on separate dates in (B)(6) 2021. This report is for result two (2) of two (2). The consumer initially tested negative with the binaxnow covid-19 antigen self-test on (B)(6) 2022 and had confirmatory pcr testing performed the same day which generated negative results. The consumer tested with another binaxnow covid-19 antigen self-test on (B)(6) 2022 which generated a negative result. No additional information was reported.

Manufacturer narrative:
B5: event descrption wording updated to better reflect the event reported. H10: upon further review of this event, the inital report (1221359-2021-02827) was correct in being submitted but the wording and event date left room for confusion which lead to the submission of the follow-up / correction report which was submitted (06jul2022) to retract the initial report as a duplicate of 1221359-2021-02711. It was found that 1221359-2021-02711 was never submitted and 1221359-2021-02827 should not have been retracted. Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
Corrected data: after further review of this event, it was found that it had been previously reported to the FDA on 17sep2021 on MFR. Report number 1221359-2021-02711 and 1221359-2021-02712 (voluntary medwatch mw5103272). As this has been determined to be a duplicate report, this report is to retract the initial report for MFR. Report number 1221359-2021-02827.